Event description:
It has been reported to us that the physician felt resistance and the wire lumen of the aspiration catheter ripped during the procedure. The physician had inserted a .014 guide wire and inserted the aspiration catheter over the guide wire into the patient in order to remove clots. The sales rep commented that the physician may have had positioning problems. The aspiration catheter seemed to get stuck and the physician pulled back on the wire and the lumen of the aspiration catheter ripped. The device was removed without issue. The actual device has been returned and evaluated. Based on the evaluation this event has been determined to be a reportable event. The made aware date based on the preliminary investigation is 05/22/2007.

Manufacturer narrative:
The actual device used during the case was returned. Based on the preliminary investigation, the event has been deemed a reportable event. The made aware date was 05/22/2007. This report is considered the initial and follow-up 1 MDR being submitted. The actual complaint sample for this case was returned and evaluated. Based on the engineering investigation, this event was determined to be a reportable event. The made aware date is 05/22/2007. Visual examination of the aspiration catheter revealed that the guide wire was inserted into the aspiration catheter lumen and the aspiration catheter was inside the guide catheter. There was a slight bend located at 69cm from the distal end of the guide wire. The devices were soaked in warm water in order to soften the dried blood to remove the devices from one another. The aspiration catheter was examined and revealed that the wire lumen of the aspiration catheter was torn the entire length and also the marker band was missing from the distal tip. Closer examination of the location of the marker band revealed that there was evidence of the device being properly assembled. There are also three flexural kinks in the proximal shaft of the aspiration catheter. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; however the exact cause for the event is unknown.